Event description:
A reporter called to submit a report about dexcom g7 issues. He said he picked up 10 sensors from walgreen per his prescription. The first one he used was giving him erratic readings; high and low, and it does not hold calibration. Then he used the second one; as soon as it warmed up it failed. He said the third one also failed in a couple of hours. He contacted dexcom and asked all 10 of them to be replaced. Since they are the same batch, he was afraid the other 7 would fail too. However, dexcom agreed to replace only the 3 that have already failed. Reference reports: mw5174138, mw5174139.